Event description:
During a percutaneous transluminal angioplasty (pta) to the superior vena cava, the contrast media leaked from the maxi ld (416-1540s) balloon. The product was used for a pta of a stent restenosis (luminex/c.r. Bard). The vessel had no calcification, mild tortuousity, and 95% stenosis. The product was advanced to the lesion over the guidewire (radifocus/terumo) through the sheath introducer and the balloon was inflated using an indeflator (encore/boston). The product was withdrawn from the pt and another balloon was used for the procedure. The product was clinically used without any adverse consequences to the pt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to an in-stent restenosis located in the superior vena cava, it was reported that contrast media leaked from the maxi ld balloon. The vessel had no calcification, mild tortuousity, and a 95% stenosis. The product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator.the product was withdrawn from the pt and another balloon was used for the procedure. There was no reported pt injury. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. This review was extended to subassembly part number e2734670 and lot number 1305060020. This review confirmed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.